Event description:
A patient was intubated using a double-lumen tube. The tube position was subsequently intended to be verified with a bronchoscope. During insertion of the bronchoscope, the distal end became twisted. During insertion of the bronchoscope, the distal end became twisted by approximately 180 degrees within the double-lumen tube. Following this incident, the endoscope could no longer be withdrawn without the application of significant force. The clinical team decided against applying excessive force to avoid any potential risk to the patient. The physician who performed the intubation has 26 years of professional experience. The bronchoscope could no longer be withdrawn. It was then pushed forward very slowly a little further. The patient was then extubated to prevent injury. The doctors removed the double-lumen tube, including the bronchoscope from the patient outcome: patient is fine.

Manufacturer narrative:
Investigation is still in progress.